Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the peritoneal catheter was blocked when the cerebrospinal fluid flowed from valve to peritoneum. The procedure was completed with backup products. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.